Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that these right atrial (ra) and right ventricular (rv) leads exhibited high pacing thresholds 2 days post-implant. An x-ray was performed that confirmed lead dislodgement. A revision procedure was performed wherein the leads were successfully repositioned. No adverse patient effects were reported.